Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. According to additional information from the user, it was found that error code was not identified but the error was related to the patient plate. The device history record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. However, based on the evaluation result, it was surmised that the possible cause of the reported failure phenomenon was as follows. - the patient plate was not attached appropriately to the patient's body due to the patient's body hair and so on. - the temporary communication error occurred due to foreign material or dirt, etc on the electrical contact of the subject device and/or the patient plate cable. The ues-40s instruction manual states the corresponding method when there is an abnormality for the device.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic appendectomy, the subject device was used. In the procedure, an unspecified error occurred. The user replaced the subject device with another device and completed the intended procedure. There was no patient injury reported. No further information was provided.